Event description:
The pt is a 36 year-old white female who had bilateral breast augmentation in 1987 using the 240cc gel filled implants. In the last year, she has occasional knee pain as well as left shoulder pain, left chest wall pain, pain down the left arm, and numb felling down the left arm as well. This type of pain required hospitalization through the emergency dept to rule out heart problems which were ruled out. The pt feels fatigue in the last two years. On xeromammogram examination, the right side is definitely ruptured. Although the pt's symptoms are quite light for silicone associated illness due to capsular contracturre and intermittent pain over the chest wall on the left side because of a possible rupture, it is medically necessary to have both implants and capsules removed.